Event description:
It was reported that approximately three years and eleven months post port placement procedure, the port was allegedly unable to be flushed. It was further reported that the catheter was allegedly broken. Reportedly, had procedure to remove the port and only two portions of the catheter. Snare was used to remove floating/dislocated portion of the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 08/2021).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport ti l/p implantable port attached to a groshong catheter in two segments were returned for evaluation and two electronic photos were provided for review. The investigation is confirmed for the reported fracture, material separation and identified deformation and wear issues as a complete circumferential break was noted on the returned catheter. The edges of the complete circumferential break was noted to be rounded in one region and granular in another. The surface was noted to be granular and glossy. Further a partial compound break was noted at the proximal end of the distal catheter segment. The edges of the partial compound break on the distal catheter segment was noted to be jagged. The surface was noted to be round in one region and granular in another region. However, the investigation is inconclusive for the reported difficult to flush issue as the exact circumstances at the time of the reported event cannot be verified. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2021), g3, h6 (device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately three years eleven months post port placement procedure, the port was allegedly unable to be flushed. It was further reported that the catheter was allegedly broken. Reportedly, had procedure to remove the port and only two portions of the catheter. Snare used to remove floating/dislocated portion of the catheter. There was no reported patient injury.